Manufacturer narrative:
(B)(4).

Event description:
The manufacturer's representative (rep) reported the lead migrated as a result of the patient falling. As a result a revision was scheduled to take place on (B)(6). It was noted an injex anchor was used with the lead, and the lead needed to be repositioned, but the rep. Didn't have an injex anchor removal tool. Two options were reviewed with the rep. The first was leaving the anchor attached to the lead but removing the sutures and repositioning the lead, and then re-suturing the lead down. The second option was to cut through the anchor with a scalpel but then there would be no anchor on the lead as before. During the revision the lead was repositioned. Following the revision the patient had good coverage. No patient symptoms were reported. Relevant medical history includes post-lumbar laminectomy syndrome and spinal pain.